Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection noted that one of the splines in the distal cage was still bunched. Functional testing involved inserting the guidewire and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected and revealed that the guidewire lumen had some kinks located outside the hypotube. The IFU indicates the warning of ensure that the guidewire is properly inserted into the catheter before deploying or un-deploying the device, this is considered off-label use of the device. The event description indicates the slider was pulled before getting a wire fully inserted. The reported allegation of guidewire stuck, and spline damage were confirmed.

Event description:
It was reported that a guidewire stuck was observed. During the procedure, when going back into the right pulmonary vein, the merit inqwire rosen j tip guidewire would not advance into the catheter. The physician tried to deploy the catheter with the guidewire still inside the lumen despite communication that this could damage the catheter. The catheter was removed, and the guidewire still would not advance passed the tip of the catheter. No tissue was seen at the tip of the catheter or guidewire. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was observed. During the procedure, when going back into the right pulmonary vein, the merit inqwire rosen j tip guidewire would not advance into the catheter. The physician tried to deploy the catheter with the guidewire still inside the lumen despite communication that this could damage the catheter. The catheter was removed, and the guidewire still would not advance passed the tip of the catheter. No tissue was seen at the tip of the catheter or guidewire. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.